Event description:
A malfunction alarm was reported with code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, instructed them to call back if the issue recurred, and confirmed that the customer could continue using the pump without further issues.